Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the pt received gunther tulip via the inferior vena cava on (B)(6) 2009 due to dvt. Pt alleges the device is unable to be retrieved. A retrieval procedure occurred sometime (B)(6) 2016, but was reported to be unsuccessful. Pt further alleges to have experienced anxiety.

Event description:
It is alleged that the pt received gunther tulip via the inferior vena cava on (B)(6) 2009 due to dvt. Pt alleges the device is unable to be retrieved. A retrieval procedure occurred sometime (B)(6) 2016, but was reported to be unsuccessful. Pt further alleges to have experienced anxiety.

Manufacturer narrative:
This report was merged and will be reported under reference report number: 1820334-2018-01908 moving forward. F10) patient code: anxiety (2328) not listed in the IFU. Device code: difficult to remove (1528) not listed in the IFU. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.